Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sept2019. The customer replaced the flow. A gas delivery system (gds) was returned for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component (u1/u2) combination of airflow sensor subsystem resulted in the unit passing all testing. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during performance verification testing the flow accuracy for the airflow was out of tolerance. No patient involvement.